Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy.